Event description:
It was reported that the battery voltage had decreased more quickly than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery voltage had decreased more quickly than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary update: upon further analysis of the battery cell, a review of performance data showed an abrupt voltage drop over a three month period prior to explant. Additionally, there were openings in the anode separator enclosure near the exposed cathode material and lithium (li) deposition at each separator opening touching, with the li material touching the cathode at the separator opening to the left of the cathode tab. Based on this analysis, the abrupt voltage drop was most likely the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the exposed cathode material adjacent the anode separator opening.